Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's battery was depleting quickly, and the battery gauge was displaying incorrectly. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide any additional information.